Event description:
Related manufacturing reference number: 2017865-2021-34131. It was reported that the patient presented with a pocket infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber implantable cardioverter defibrillator (ICD) system. No vegetation was noted on the leads. The ICD, right ventricular and right atrial leads were explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.